Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter does not turn on. This complaint is classified according to the documentation of the customer care advocate. A no response letter was sent to the patient. The alleged power issue began a week prior. It is not known if the patient was able to obtain her blood glucose on the day of concern. The patient did not have any symptoms at the time of concern. As a result of the reported issue, the patient reportedly took her usual dose of medication (10 units of insulin r and 30 units of insulin n). The patient's healthcare provider treated the patient with IV fluids. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. In addition, it would have been helpful to know the patient's diagnosis and treatment in the hospital, why the patient was treated with IV fluids, the duration of the hospital stay, and blood glucose readings during her hospital stay. This complaint is being reported because the patient claimed that she received medical intervention that was suggestive of either severe hypoglycemia or hyperglycemia after the reported issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.